Event description:
On (B)(6), 2011, a gore hybrid vascular graft was implanted in an av access application. On (B)(6), 2011 the patient had an angiogram and angioplasty of an outflow stenosis.

Manufacturer narrative:
Gore attempted to acquire information required for this form. Blank fields indicate information was not provided.